Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision in (B)(6) 2010 by implanting surgeon. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and non-gynecare pelvic mesh product known as solyx sis system was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.